Manufacturer narrative:
Upon review of the alarm trace, multiple abnormal aspiration alarms occurred on the day of the event near the time the affected sample was processed. This could indicate an issue with sample quality or instrument maintenance. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
UDI number = (B)(4). This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys probnp ii immunoassay on a cobas 8000 e 602 module. The sample initially resulted in a probnp value of 98.18 pg/ml and this value was reported outside of the laboratory to the doctor and patient. The sample was repeated, resulting in a value of 2635 pg/ml. A corrected report was issued. The probnp reagent lot number and expiration date were requested, but not provided.